Event description:
The customer reported that during use of this drill in oral surgery, it got hot. The user felt the device get hot, discontinued use and obtained another handpiece to complete the surgery. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating. During testing of this unit, it exceeded manufacturer temperature specification because the rotor bearing and commutator lodged inside the cast stator. Further inspection found the cast stator sleeve peeling with air blisters. A review of repair history for this unit found that it is due for preventive maintenance. The concomitant bur guard in use with this device was not returned for evaluation. The instruction manual for this handpiece warns the user of the following: ensure all attachments and accessories are correctly and completely attached to the handpiece. Perform the required performance tests prior to each use. Operate the drill at maximum speed for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. The drill not operating up to its maximum preset speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on the console). The handpiece instruction manual informs the user that the service interval for this device and its associated bur guards is every six months. Failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. Overheating can lead to possible burn or injury to the pt or medical personnel.